Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific crm received information from a clinician that this patient experienced a syncopal episode one week ago, and the pacemaker counters show two ventricular tachycardia (vt) episodes, but no episodes were stored in the arrhythmia logbook (al). Numerous atr episodes were also observed. Bsc technical services (ts) suspected that the vt episodes occurred during atr mode switches, and the device is not able to store these different types of episodes simultaneously. Subsequent information indicated that the device was explanted for an unknown reason. The device has been returned for analysis.